Event description:
A malfunction occurred with the customer's pump. There were no notable events before this malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.